Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, h2, h3, h6. The reported event was unable to be confirmed with the provided information. No product was returned; visual and dimensional evaluations could not be made. Visual evaluations of the provided photos found evidence of use (surgical debris); however, no further information could be determined. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a healthcare professional. It was identified that there was possible evidence of radiolucency along the tibial stem component, no dislocation, no definite fracture, and possible loosening of the tibial component. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, the patient underwent revision surgery due to instability and a deficient medial collateral ligament. The femoral components and articular surface were replaced without reported complication. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: medical product: van ps open intl fem-lt 65: catalog#183128, lot#324010; vanguard fem pegs set 2: catalog#183099, lot#ni; biomet offset tibial tray 75mm: catalog#141484, lot#ni; offset tib tray 2.5mm adaptor: catalog#141490, lot#ni; bmt splined knee stm 14x80: catalog#141614, lot#ni. Multiple MDR reports have been filed for this event. Please see associated reports: 0001825034-2024-00070; 0001825034-2024-00072. The customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The followings sections have been updated: b4; b5; d6a; g3; h2; h10. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.